Manufacturer narrative:
The technician found loose pins in the 37 connector on the communication cable. The technician repaired the pins and installed a cable saver to repair the bed.

Event description:
Info received indicates the response to a normal nurse call is not heard in the expected location.